Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by spouse that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached between 190 mg/dl and 210 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include vomiting. The pod was removed at the hospital and discarded. While in the intensive care unit (ICU), the patient was treated with antibiotics intravenously, and blood cultures were performed. The patient was released after spending 4 days in the hospital.